Event description:
Customer reported that the insulin pump returned a weak battery alert and a battery out limit. Customer also reported that the insulin pump's display went blank. Blood glucose level was 126 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.